Manufacturer narrative:
One device was received for evaluation for the complaint that there was an upstream occlusion. The reported problem confirmed with event logs history and not duplicated. During service history review identified this device was last serviced in may/2025 per sr (B)(4). The visual and functional testing was performed. The probable cause of the reported problem is unknown and replaced uso sensor as preventive measure. All functional test of the device passed after repaired.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an upstream occlusion. The event occurred while in use with the patient. There was no patient harm/adverse event.